Event description:
It was reported that review of the stored electrograms on the implantable cardioverter defibrillator revealed non sustained right ventricular oversensing. The cause of oversensing could not be determined. Diagnostic settings were changed. The patient was in a stable condition.